Manufacturer narrative:
Corrected information for supplemental medwatch report 001 - section h6, component code, of the initial medwatch report stated: 472 (integrated circuit) section h6, component code, of the initial medwatch report should have stated: 427 (circuit board). Section h10, additional manufacturer narrative, of the initial medwatch report stated: the device was evaluated by ventec where the reported issues of no ventilation output, as well as previous instances of patient circuit disconnect and low inspiratory pressure alarms being logged in its electronic records was confirmed. Ventec replaced the control board to resolve the reported issues. As a precaution, the device's blower was also replaced.. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was an integrated circuit, designator d701, on the control board. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: the device was evaluated by ventec where the reported issues of no ventilation output, as well as previous instances of patient circuit disconnect and low inspiratory pressure alarms being logged in its electronic records was confirmed. Ventec replaced the control board to resolve the reported issues. As a precaution, the device's blower was also replaced. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board. New / additional information for supplemental medwatch report 001 - the removed control board was further evaluated by ventec. Ventec determined that the root cause of the reported issue was that a transistor, designator q709, had a 1.8k ohm path from collector to emitter, which caused the blower motor controller to always coast and not drive the motor.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of no ventilation output, as well as previous instances of patient circuit disconnect and low inspiratory pressure alarms being logged in its electronic records was confirmed. Ventec replaced the control board to resolve the reported issues. As a precaution, the device's blower was also replaced.. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was an integrated circuit, designator d701, on the control board.

Event description:
It was reported to ventec that the device required service. There was no patient involvement associated with the reported event. Upon evaluation of the device, ventec observed that it had no ventilation output. Additionally, the device had logged multiple previous instances of patient circuit disconnect and low inspiratory pressure alarms in its electronic records - likely due to the no ventilation output observed.